Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose levels for the last three weeks. The blood glucose reading was 53 mg/dl. The customer stated that she had been to the doctor and adjusted her basal rates. Confirmed the customer was not admitted as an inpatient for medical treatment. She reported that her blood glucose levels were high throughout the day before, and on the morning of the call it dropped to 39 mg/dl. She adjusted the rates again and requested assistance with checking the functionality of the insulin pump. Upon troubleshoot, observed the priming technique and programming were accurate. Also confirmed the reservoir showed the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. Advised customer to speak with her doctor regarding low blood glucose issues. Nothing further reported.